Event description:
It was reported that the bd plastipak¿ syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: recently, when filling syringes, we noticed a hair in the syringe. As we work with a closed process, we suspect that this hair was already present in the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo was provided to our quality team for investigation. Upon visually inspecting the photo, a hair was observed inside the syringe. A device history review was performed for the reported lot 2111040, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. DHR from lot 2111040 has been reviewed not finding any annotation or deviation regarding the alleged defect. Upon visual inspection of the picture received it can be seen a syringe filled with liquid and a hair inside the fluid path. Manufacturing area for 50ml syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Assembly station of this manufacturing line is equipped with deionizer and vacuum cleaner to remove foreign matter previously to plunger assembly. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends. Although no issues were identified and manufacturing record established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with human error. The root cause is that operator does not follow the clothing rules according to procedure during packaging process.